Manufacturer narrative:
Correction: g3 - date MFR received. The date received by manufacturer that was provided in the initial report was incorrect. The correct date received by manufacturer is 2024-04-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3 (aware date changed to 2024-04-15) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic bariatric bypass procedure, in the stomach and intestine, the staple line was bleeding. It was necessary to place sutures on all the staple lines that was created using seven reloads, including the part of the stomach that was excluded via bypass. Visually, on one of the purple reload, there was poor staple formation. This resulted in more than 30 minutes surgical time extension.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p2m0352), egia45avm, egia45avm egia 45 artic vasc med sulu (lot#:p2m0359), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p2m0188), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p2m0188), egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p2m0352), egia45avm, egia45avm egia 45 artic vasc med sulu (lot#:p2m0359) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that there is bleeding at the staple line and a disengaged staple in the image. The reload was unclamped and bleeding was noted. Loose staples were found. It was reported that there was a poor staple formation and staple line bleeding. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic bariatric bypass procedure, in the stomach and intestine, the staple line was bleeding. A clip applier was used to control the bleeding. It was necessary to place sutures on all the staple lines that was created using seven reloads, including the part of the stomach that was excluded via bypass. Visually, on one of the purple reload, there was poor staple formation. This resulted in more than 30 minutes surgical time extension.

Manufacturer narrative:
Additional information: b5, g3, h6 (imf - f11 added) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.